Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2020 with coolsculpting cooladvantage plus, developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Manufacturer narrative:
Aware date, b5, d1, d4, g1, h6.

Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph). Due to insufficient information, device info and treatment date is not documented.

Manufacturer narrative:
Additional, changed, and/or corrected data:aware date, b5, d4, g3

Event description:
Allergan aesthetics received a report of a patient treated flanks with coolsculpting coolsmooth pro, upper and lower abdomen with coolsculpting cooladvantage plus, and suprapubic region with coolsculpting developed recurring paradoxical hyperplasia (ph). Initial aware date 11aug2021 reporting ph of the abdomen.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A patient claimed they developed paradoxical hyperplasia after receiving coolsculpting treatment to an unknown area with an unknown applicator.